Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they met with a manufacturing representative (rep) a couple of days ago for an adjustment. Patient said the rep introduced them to 3 more programs a, b, and c. Patient stated the rep told them that periodically the sensation would come in and then go away as some kind of "elevator mode" when they would feel the stimulation up and down every twenty minutes. Patient reported that since then, the stimulation sensation comes up about every 20 minutes and it shocks them and was pretty strong. Patient mentioned they were supposed to stay on the program for 5 days at least but they don't like it as it kind of shocks them every now and then. Patient stated they decreased it but they still feel the stimulation going up and they don't like that. Patient asked if there was a way to change that or if they have to wait to meet with the rep again. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they will get in touch with their rep to change that today or tomorrow if possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having issues with their therapy. Patient stated that they were feeling a strong response and tingling from hips to toes that was happening every 20 minutes by the clock and that it was very bothersome. Patient mentioned that they already talked to their healthcare provider (hcp) and manufacturing representative (rep) a week ago and that they've had programs added to their system. Patient also mentioned that they were assisted in decreasing their stimulation and patient confirmed that they didn't feel the tingling anymore. When asked for an event date, they said it started around 3rd week of june. Patient then stated that they're not sure if it was caused by their uti and that when they tried to go back to the program that worked for them, they said it wasn't as good. Patient added that they were having leakage a little bit since they've had the uti. Agent reviewed general device use and therapy information. Patient will maintain their stimulation and will continue to monitor their symptoms. Redirect to hcp if issue persists after their finishing their treatment with their uti.